Event description:
It was reported that water leakage occurred from a hole on the shaft.

Manufacturer narrative:
The reported event was confirmed - manufacturing related because a hole was observed on the catheter shaft within 0.50 inches of the trifurcation.visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted a hole with black discoloration on the shaft of the catheter near the trifurcation. A hole measuring 0.0650 inches was noted over the drainage lumen 0.3870 inches from the trifurcation. This is out of specification per the inspection procedure which notes "cuts in lumens are not allowed." The catheter was confirmed to be size 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petroleum and animal oils). [They may damage the device and may burst balloon.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leakage occurred from a hole on the shaft.